Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her sensor fell apart and the cannula was not in her skin. The sensor broke during insertion. The sensor was returned for analysis.

Manufacturer narrative:
Sensor performed visual inspection and found sensor electrode (cannula) stuck in adhesive patch at sensor base and found the sensor cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.